Manufacturer narrative:
(B)(4). The insulin pump was received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked on display window and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
The customer reported via phone call damage to the pump. The customer's blood glucose levels are unknown during the incident. The customer states pump has cracked on top of the chamber and the plastic pieces has come off. The pump will return for analysis.